Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. This s-ICD system remains in service. The patient was medicated, and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. The s-ICD system was explanted and replaced. The patient was medicated, and no additional adverse patient effects were reported.

Manufacturer narrative:
Correction h10: the allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. The s-ICD system was explanted and replaced. The patient was medicated, and no additional adverse patient effects were reported.

Manufacturer narrative:
Correction h10: the allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device. Correction h6: impact codes (6) codes added.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. The s-ICD system was explanted and replaced. The patient was medicated, and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. The s-ICD system was explanted and replaced. The patient was medicated, and no additional adverse patient effects were reported.